Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the device was not pumping but when it does, only after a few minutes then it will stop working and then shut down¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not pumping but when it does, only after a few minutes then it will stop working and then shut down. There was no patient involvement.